Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog #55840006545, 510k# k113174 and UDI: (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Intra-op, looseness of the mas screw on the right side of s1 was found as the mas screw was broken when the screw was removed with the driver, the tip part of screw remained in the patient's body so the screw was not reinserted.